Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed; however, during return analysis, a tear/leak was noted in the inner member, which is likely what was perceived as the reported rupture since the device would not hold pressure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined a potential product quality issue based on the noted vertical tear in the inner member proximal to the proximal seal and the noted peeling/shredding material on the distal end of the balloon and sporadically in the entire length of the outer member. Additionally, although a balloon rupture was not confirmed during return analysis, the noted tear/leak in the inner member is likely what was perceived as the reported rupture since the device would not hold pressure.

Event description:
N/a.

Event description:
It was reported that the procedure was performed to treat a target lesion in the mid left anterior descending (lad) artery. The nc trek neo balloon dilatation catheter (bdc) was prepared per instructions for use (IFU), then advanced to the target lesion without difficulty. Several attempts were made to inflate the balloon; however, the balloon was unable to hold pressure and a puncture was suspected. The device was removed and a non- abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.